Manufacturer narrative:
Initial and final (B)(4) - device 1 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced four infusion sets tubing detached from hub on (B)(6) 2025, which resulted in elevated blood glucose, therefore patient had received correction bolus via pump. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Supplemental report 01 - (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008750, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008750 was manufactured according to the work instruction (wi) version 98 and manufactured in the line m14 on 16-aug-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4h01282 was manufactured according to the wi version 64 and manufactured in the machine sc05-sc06, on 14-aug-2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 4g04910 was manufactured according to the wi version 64 and manufactured in the machine sc08, on 13-aug-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.